Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose level was displayed as "high", specific value unknown. To address the issue, the customer administered a correction injection, the customer address the occlusions by changing the infusion set and cartridge, and resumed insulin delivery.